Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. Although requested, the battery pack has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported their customer's AED battery was depleted. They reported that this did not occur during patient use.

Manufacturer narrative:
Testing of the battery pack from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed. Once a new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service.